Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Troubleshooting was performed to no avail, revealing the pump was dimpling when squeezed. Two weeks later, a surgical procedure was performed in which the pump was replaced. Following the procedure, the patient was retrained in correct ipp usage. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 pump underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested. It was noted that the kink resistant tubing (krt) was worn down to the filament; however, no leaks were found. The quick window connectors were intact on the tubing. Upon functional testing, the pump performed within specification. Based on the information available and analysis results, the reported allegations of mechanical issues and pump dimpling were not confirmed.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Troubleshooting was performed to no avail, revealing the pump was dimpling when squeezed. Two weeks later, a surgical procedure was performed in which the pump was replaced. Following the procedure, the patient was retrained in correct ipp usage. There were no patient complications.